Event description:
Pump alarms door open in error. No patient involvement has been reported at this time. Pump will be sent to baxter repair center for evaluation. Customer did not have add'l info on this report.